Event description:
Orthopedic surgeon used depuy-ortho attune articulating surface trial for a knee replacement on post procedure xray found what looked like a small spring in back of the knee joint. It was discovered to have come off the attune articulating surface trial device. FDA safety report ID # (B)(4).